Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed, and it was confirmed in the field using remote (B)(4) -the erbe was tested using system, the unit energized, cauterized and recognized instruments. No issues upon visual inspection there were no issues found that would be related to the reported event.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the surgeon reported to technical service engineer (tse) complained about bipolar energy delivery was not meeting their expectation. The site proceeded with the surgery with third-party energy device with same dv instrument. The site requested site visit and if required meet the surgeon to take their input. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The procedure was robotically completed with a third-party generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.